Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The sensor wire was detached from the housing puck. Therefore the complaint of detached wire was confirmed. The root cause was determined to be detached wire from sensor pod.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that on (B)(6) 2014 patient experienced possible detached sensor wire. Patient reported after insertion, patient was unable to locate sensor wire. No medical intervention was required.